Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 2.5 mg/ml at .2498 mg/day and morphine 5 mg/ml at .4996 mg/day via an implantable pump for non-malignant pain and cervical/neck. It was reported that the patient was due for a refill on (B)(6) 2017. The hcp aspirated 13 ml but was expecting 2.7 ml. A motor stall was seen at initial interrogation. When the hcp read the logs, they showed that a motor stall occurred on (B)(6) 2017 with tube set occurring on (B)(6) 2017. The patient was in the hospital on the date of the stall, and it was possible the patient did have an MRI. The patient did not recall having an MRI, but it was a possibility. The nursing home did not hear the pump alarm, and the patient also did not hear it alarm. The pump did alarm after the hcp interrogated the pump and had been alarming every 10 minutes since that time. There were no reported symptoms. The reporting hcp was going to call the managing hcp to discuss further. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported they requested the pump off password. The pump off password was provided to the hcp.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp was going to program the pump off.